Event description:
It was reported that the red laser pointer splits into 3 points instead just one. The console was checked and the aiming beam split was due to arm alignment out, therefore, needs to be realigned. There was no procedure and patient outcome reported.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. Visual analysis of the returned articulated arm found that the arm in good physical condition, with no issues. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the arm and found that the aiming beam profile through articulated arm was not correct and the aiming beam being split into 3. The articulated arm was replaced and aligned and tested within specifications when used with accessories and the console worked as intended. After the replacement, the issue was resolved; thus, confirming the reported event. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the red laser pointer splits into 3 points instead just one. The console was checked and the aiming beam split was due to arm alignment out, therefore, needs to be realigned. There was no procedure and patient outcome reported.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the aiming beam profile through articulated arm was not correct, therefore, the articulated arm was replaced and aligned. After the replacement, the issue was resolved; thus, confirming the reported event. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the red laser pointer splits into 3 points instead just one. The console was checked and the aiming beam split was due to arm alignment out, therefore, needs to be realigned. There was no procedure and patient outcome reported.